Event description:
The customer reported the table's leg extension was cracked. No reports of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension part was replaced. The system was then found to be working as intended.